Event description:
It was reported that the pacing system upgrade failed due to venous occlusion by the right ventricular (rv) and right atrial (ra) leads. The rv lead was explanted and the ra lead was capped. The upgrade procedure was then completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.